Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using off-label fiasp insulin with pump, and it was determined the occlusions were caused by blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy.